Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. Current information is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional information and a supplemental report will be provided if this information is received. Please note that this custom device is similar to the mets smiles total knee replacement (k120992).

Manufacturer narrative:
The patient underwent a successful revision of a spacer. This revision is the second stage of a two stage treatment. The reported cause of the revision is due to infection. There is no indication at this time that the reported infection was attributed to the device. Infection is a procedure-related aspect of arthroplasty with sometimes additional patient-related risk factors for infection. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a total knee replacement on (B)(6) 2010 and subsequently was revised in (B)(6) 2012 due to infection. Ref: (B)(4).

Event description:
It was reported by the surgeon that the patient underwent a total knee replacement on (B)(6) 2010 and subsequently was revised in (B)(6) 2012 due to infection.